Manufacturer narrative:
Isi has not determined the root causes of the patient¿s post-operative complication and subsequent death. If additional information is received, a follow-up MDR will be submitted. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2018. No related system errors were found to have occurred during the surgical procedure based on the available system logs. Based on the current information provided, this complaint is being reported due to the following conclusion: after undergoing an uneventful da vinci-assisted surgical procedure, the patient expired on post-operative day #4 and a bowel injury was identified during an autopsy. However, the root causes of the bowel injury and the patient¿s subsequent death are unknown.

Event description:
It was reported that after undergoing a da vinci-assisted umbilical hernia repair procedure, the patient expired on post-operative day #4 and an autopsy revealed a bowel injury. However, the root cause of the bowel injury is unknown. On 07/25/2018, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) who was present during the surgical procedure and the following additional information regarding the reported event was obtained: the surgical procedure was not recorded on video. During the surgical procedure, the surgeon used an optical trocar from ¿applied medical¿ (a 3rd-party manufacturer) for the first time. During the case, an ¿applied medical¿ representative was present. There were no reports of a malfunction of a da vinci system, instrument, or accessory. There were no reports of any intra-operative complications. The case was completed robotically. The patient reportedly expired on (B)(6) 2018 and a ¿bowel injury¿ was identified during an autopsy. The csr stated that the surgeon did not ¿run the bowel¿ during the case. On 07/25/2018, isi contacted another csr who had discussed the reported event with the surgeon who performed the surgical procedure and the following additional information regarding the reported event was obtained: the surgeon informed her on (B)(6) 2018 that the patient had expired. There were no reports of a malfunction of the da vinci surgical system. The patient returned to the surgeon¿s office on (B)(6) 2018 complaining of ¿all over pain.¿ the csr did not know if any medical intervention was administered during the visit. The patient reportedly expired the evening of (B)(6) 2018. An autopsy was performed and a ¿bowel injury¿ was identified. According to the csr, the surgeon does not know the cause of the ¿bowel injury.¿ the csr explained that the surgeon does not typically ¿run the bowel¿ during a da vinci-assisted surgical procedure unless a bowel injury is suspected.

Manufacturer narrative:
On (B)(4) 2020, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event from the surgeon who performed the da vinci-assisted umbilical hernia repair procedure: the cause of death is unknown. The surgeon did not provide any relevant patient medical history or test/laboratory data. The surgeon provided the operative report of the da vinci-assisted surgical procedure. The patient underwent robotic repair of a recurrent umbilical hernia with 8 cm ventralex patch on (B)(6) 2018. The estimated blood loss was noted as ¿minimal¿ and there were no complications. Findings included ¿multiple small defects, which when turned into one was approximately 4 cm in diameter.¿ in regards to the defects, the surgeon noted that the ¿patient had some incarcerated omentum through several adjacent periumbilical fascial defects.¿ the surgeon further noted that ¿the omentum was easily reduced from these defects¿ and ¿the defects were then turned into a single defect by scoring the bridge of fascia between them.¿ additionally, ¿this revealed a 4 cm in diameter defect¿ which ¿was closed primarily with a running 2-0 v_loc suture. At the conclusion of the procedure, the surgical staff undocked the robot and ¿watched each port to be removed with no evidence of intraperitoneal bleeding.¿ it was noted that the patient tolerated the procedure well. Isi has re-reviewed the system and instrument logs. There were no observed events in the system logs that would suggest a product issue, and logged events are in line with normal system functionality. The log review supports the customer claim that there was no system issue during the case. Additionally, all instruments used in the case were used in subsequent procedures. As of 10-apr-2020, a review of the site's complaint history has been performed and no related complaints have been identified. Based on the current information provided, this complaint will remain reportable due to the following conclusion: after undergoing an uneventful da vinci-assisted surgical procedure, the patient expired on post-operative day #4 and a bowel injury was identified during an autopsy. However, the root causes of the bowel injury and the patient¿s subsequent death are still unknown. This supplemental report, with additional information collected, is in response to FDA inspectional observations dated march 6, 2020.